Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a new insulin pump on saturday and changed to the pump yesterday. Customer's blood glucose has been above 500 mg/dl and 400 mg/dl all day. Customer did not have time to troubleshoot. Customer's current blood glucose is 362 mg/dl. Customer currently has nausea and feels tired and thirsty. Customer has been treating with the pump. Troubleshooting was performed and the insulin exited at the quick release. Customer stated that she got a drop of insulin at the end before priming. Customer stated there were no leaks in the tubing, but the cannula was slightly bent to the left. Customer stated that the site has dried blood in it. Customer was assisted with programming the time/date since it was incorrect. Customer performed the high pressure test but the pump alarmed insulin flow blocked. Customer had one large air bubble in the reservoir. In a previous call, the customer also reported a high blood glucose level of 502 mg/dl.